Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to g2. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the black material on the gauze may have originated from silicone-based materials such as tubes, packings, or glue. However, a final root cause of the black foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
When the lens cleaner was applied to the objective lens and wiped with white gauze before the examination, the gauze turned black. After confirming that the black dirt on the surface of the lens was removed, the lens was used as it was for inspection. No health hazard to patient.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no delay to starting precleaning and the distal end was wiped/brushed during reprocessing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.